Manufacturer narrative:
The pod was received with the soft cannula deployed. Leak testing revealed a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there were no struggles to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. A crack was observed in the top housing. It could not be determined when this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack had no affect on the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached around 550 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. Ketones were also tested and the results were trace. As treatment, several corrections were delivered and a temporary basal was set up.